Event description:
CT technician was tableside prior to a procedure when the ceiling mount for the injector failed. The horizontal portion of the articulating arm snapped approximately 2 inches from the ceiling column causing the injector and arm to fall. The injector/arm stuck the technician from behind on the right shoulder (patient was not hit). The technician is currently undergoing physical therapy as a result of this injury.